Event description:
Customer reportedly obtained results of 4.9 inr on the coaguchek xs sys and 3.4 inr on a comparison lab. Medication adjustments were made based on lab result. No adverse event reported. Requested return of suspect sys and replacement was sent.